Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (10/16/2014), the patient¿s meter has been returned on 10/3/2014 and evaluated by lifescan product analysis on 10/7/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, a reporter for the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio iq meter read inaccurately high while using onetouch control solution. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when the medical surveillance specialist (mss) reviewed the call. The cca was advised by the reporter that the alleged inaccuracy began on (B)(6) 2014 at 5 pm. The reporter stated they obtained an inaccurate high control solution result of ¿230mg/dl¿ on the subject meter. The alleged result falls outside the control solution range for this product. It is unknown what medications the patient takes to manage his diabetes and he denied taking any action to his regular diabetes management routine as a result of this alleged product issue. The reporter stated that the patient experienced high readings of ¿363 and 373mg/dl¿ on the subject meter which resulted in emergency room (ER) treatment on 09/25/2014 at 6pm. The reporter stated the patient was treated with IV fluids by a health care professional (hcp). At the time of troubleshooting, the cca determined that the correct unit of measure and correct testing procedure were used at the time of testing. Cca also noted that a walk through control solution test failed. Replacement products have been sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. The treatment received suggests that the patient¿s condition deteriorated as a result of not being able to test their blood glucose accurately; therefore the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion.

Manufacturer narrative:
Follow-up # 2 ¿ (11/13/2014). The patient¿s test strips have been returned on 10/28/2014 and evaluated by lifescan product analysis on 10/29/2014 with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results greater than +50% of the control solution when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to be saturated by moisture and failed tga testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 3 ¿ (12/12/2014). The patient¿s control solution has been returned on 10/28/2014 and evaluated by lifescan product analysis on 12/3/2014 with the following findings: the control solution involved with this complaint failed testing. The control solution was evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the control solution was found to have low glucose results when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.